Event description:
It was reported "after removing the wire inside the PICC during insertion it was recognized that the tip of the wire was bent and after closer observation the tip was noted to be broken off."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1050 showed no other similar product complaint(s) from this lot number.